Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for evaluation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73b1900051, samples were functionally inspected (fired) and issue reported "clip stuck in applier" was not observed in the current manufacturing process the clips were loaded, closed and released correctly. The device history review for the product auto endo5 ml lot# 73g1800294 investigation did not show issues related to the complaint. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that during laparoscopic hemicolectomy, clips remained stuck in the jaws of applier after ligation. That occurred several times in succession, and the doctor managed to remove them. Then clips got jammed in the applier and were not loaded. The doctor opened a new unit, which had the same result as the previous. Covidien endoclip iii were used to continue the operation. No clips fell in the patient.